Manufacturer narrative:
Additional narrative: patient ID reported as (B)(6). Additional procode: ktt complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from australia reports an event as follows: it was reported that patient was treated on (B)(6) 2020, for nof fracture with a trochanteric fixation nail advanced (tfna) 235mm nail, blade, and was augmented with traumacem. On (B)(6) 2021, the patient presented to clinic with progressive lateral thigh pain which had increased over the last twelve months. Upon imaging, the initial nof fracture appears to be healed but the tfna nail had fractured at the proximal aperture and the blade had migrated laterally. As of (B)(6) 2022, the patient still had lateral thigh pain but did not want further operations to remove the implants. This report is for a tfna fenestrated helical blade 90mm - sterile. This is report 2 of 2 for (B)(4).